Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 18th of january 2017 for further investigation. During the investigation the fse discovered that the prevantative maintenance was overdue. Fse performed the preventative maintenance on the instrument. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due to overdue preventative maintenance. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017 the customer reported that they are receiving expanded peaks on their g8 instrument results. Customer indicated that the filter and column were replaced and it did not resolve the issue. Results were sent to the technical support group for review which showed expanded peaks. The column count is 4149, filter count 427 and pressure is 7.7. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.